Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. The applicator was tested prior to percutaneous insertion at 100w for 10 seconds. The unit was set at 140 w for 4 minutes for the procedure. According to the physician, he was ablating a renal lesion - the insertion of the probe went in fine, it was an exophytic lesion, so no lateral or aggressive force was applied. After 19 seconds of ablation the machine was giving a "refractory error" they couldn't clear the error and when they scanned again, they saw the tip had broken off in the patient. The procedure was aborted due to this event with a total of 19 second ablation time. A partial nephrectomy will be performed in order to remove the tip and the lesion. The ablation size was reported as 2.2cm. The treating physician has been using solero product for 2 years.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the ceramic tip was detached, and the probe shaft and handle were removed by the end user and not returned for evaluation. The customer's reported complaint description of tip fractured and detached was confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. The complaint device was returned with the applicator cable and tubing cut off and removed from handle and electrode needle. Approximately 10 mm of tip remains attached to applicator needle. The tip end, ceramic ferrule, center conductor and washer is not present at the distal end and appears to be detached due to a thermal event. The cause of this type of thermal event could not be definitively determined. Device history record review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Corrections to match gudid: d1: brand name. D4: model number.